Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report that they checked the meter and the reading was 42 mg/dl, but then they checked it again and the next 2 readings were 400 mg/dl. The caller was transferred to bayer and no further assistance was needed. Nothing was replaced or returned.